Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30379339l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for right atrial tachycardia (at) with pentaray nav high-density mapping eco catheter and suffered cardiac tamponade requiring pericardocentesis. The event occurred during mapping. Blood pressure dropped to about 40 after mapping right at with halo (competitor's catheter), beeat, and pentaray nav high-density mapping eco catheter. Drainage was performed and the blood pressure recovered, so the at was cauterized and completed. The physician stated that while a fellow physician performed mapping with the halo, the device became entrapped, resulted in the device bouncing and scratching: the physician stated that this could be a possible cause for the event. Generally, the physician's causality opinion of the event is the procedure itself. The patient¿s condition has improved. Since the event is related to procedure where pentaray nav high-density mapping eco catheter was used, this event will be conservatively reported under this device. Since this event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable.